Event description:
During the coiling of a basilar tip artery aneurysm with gdc coils with adjunctive stenting, a coil was noted to prolapse into the parent vessel. This was not considered a device malfunction by the physician. Patient assessment by modified rankin scale was "0" pre and post procedure. It was not disclosed which of the coils used in the procedure protruded.

Manufacturer narrative:
Other, for coil protrusion.